Event description:
The philips respironics dream wear under the nose nasal cushion used with the dream wear head wear does not adequately seal the around the nasal cavity on a bpap device. This product defect allows lower than the prescribed pressure to the patient. This has the potential to cause serious harm or death to a patient.